Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on returned product download. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer received a "no active sensor" message while wearing a freestyle libre sensor and was therefore unable to monitor glucose levels. Customer experienced a loss of consciousness and required treatment of orange juice and glucose tablets by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "no active sensor" message while wearing a freestyle libre sensor and was therefore unable to monitor glucose levels. Customer experienced a loss of consciousness and required treatment of orange juice and glucose tablets by a third-party. There was no report of death or permanent impairment associated with this event.